Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. The cause of the infection was unknown. Per the instructions for use of the device, infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received that a pump was replaced due to infection. Agent stated that the device was explanted due to an infection. The patient's original implant surgical wound was not able to heal and was causing the patient additional pain. It was reported that the explanted device was discarded. The patient was sent home from the explant surgery with a wound vacuum. Physician's assistant reported that the wound was healing with no signs of drainage, erythema, or signs of infection when they saw the patient two weeks after the explant. One month after the explant, the wound was still healing well with no issues. The patient did mention some soreness and that their chronic pain was much worse since their pump was removed. The patient was later implanted with a new pump.